Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the bottom housing and the battery compartment cover being cracked, and the red battery strap being frayed were confirmed. The returned mpu (serial number: (B)(6) ) was evaluated at the european distribution center (edc). Visual inspection revealed that the bottom housing had a crack through the battery compartment and that the battery compartment cover was slightly cracked and bent on a side. Further inspection revealed that the red battery strap was frayed. The bottom housing, the battery compartment cover and the red battery strap were replaced. The mpu was then functionally tested and passed without issue. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 24may2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the bottom cover and the battery door of the mobile power unit (mpu) were cracked. The red battery strap was frayed. The power on off inspection showed that the system booted as expected. The functional test showed that the system functions as intended. The bottom cover, battery strap, and battery door were replaced. Two wire saddles, one wire clip, software label, and battery label were all added.